Event description:
It was reported that during the implant attempt, the physician had difficulty pushing the lead connector far enough into the device to secure the connection. The physician screwed and unscrewed the set screw several times. Eventually, the set screw could not be unscrewed and it appeared that it had been screwed too far. The torque wrench could no longer be engaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.